Event description:
Customer reported an issue with lost sensor and sensor glucose versus blood glucose readings. Troubleshooting was not performed as the issues were not currently occurring. Customer's current blood glucose reading is 147 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.